Event description:
Infusion set with 0.2 micron inline filter would not allow cerliponase alfa to infuse. The pharmacist changed the inline filter and it worked properly. FDA safety report ID# (B)(4).